Event description:
Customer reports the following: "biomed reported pump problem alarm and found failures in the log. No patient harm." Preliminary review indicates that the primary outlet flag was not closing and that this stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.